Manufacturer narrative:
Per the information obtained from the device evaluation, it was found that the device underwent excessive wear and tear due to its usage beyond the product design life. The service/maintenance history of the device was found to be infrequent and not as per the manufacturer's recommended guidelines. It was also found out that the device was serviced through a third-party establishment thus putting the device at risk of improper maintenance. Due to the above-mentioned factors, the root cause of this incident is thus deemed to multi-factorial including use error (improper/infrequent maintenance of the device).

Event description:
While positioning a 450lb patient, the spinal top of the mts table broke and patient was dropped to the floor. Hospital then took the patient to get a cat scan and everything came back negative.

Event description:
Whlle positioning a 450lb patient, the spinal top of the mts table broke and patient was dropped to the floor. Hospital then took the patient to get a cat scan and everything came back negative.